Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely the following led to the noise malfunction: electrical/electronic component problem; expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use, the bronchovideoscope had a blank image when angulating up. There was no harm or injury reported.